Event description:
Siemens was notified on (B)(4) 2012 that very low dose rate values were not logged. It was reported that dose rate values caused by dark current are not measured and not evaluated by the dosimetry system. In this reported case found during a quality check of an imrt the value is approx 100mgy/min. There is no report of injury to the pt. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens' investigation into the reported incident is on-going. A supplemental report will be submitted to the FDA upon completion of the investigation. Customer address: (B)(6).